Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02469). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached premature battery depletion alert was received via a merlin transmission. The device was unable to be interrogated prior to replacement. The device was explanted and replaced. The patient condition is stable.